Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "This complaint was registered as part of reported events sent by (B)(6) self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the power supply board and the back door battery have been replaced, that solved the issue. The defective power board was sent back to brézins for further investigation. Once received in brézins for further investigation, during the visual check, a component is found to be missing from the board, preventing any subsequent tests. A usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.

Manufacturer narrative:
N/a

Event description:
The following has been reported: power supply board. Work description: would not charge when plugged in closing comments: unit would not charge when plugged in, replaced defective power supply and back door battery compartment power supply part. Tested ok. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.